Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 8, 2019 - october 9, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during filling prior to patient use. There was no patient involvement. No additional information is available.